Event description:
It was reported that post-operatively, after c-section with bilateral salpingectomy the patient had to be brought back to surgery after coding for open procedure but it was unclear if it was because of a device issue. After speaking with staff and or manager, this was a first time user and did not know how to properly use device. The patient had experience life threatening outcome.

Manufacturer narrative:
D10 concomitant products: lf2019, exact dissector lf2019 ligasure 21cm (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.